Event description:
During surgery, the doctor claims that she received a shock which later developed into a burn. Doctor was performing a c-section at the time and using a conmed pencil. Patient was not hurt. It was indicated by the conmed sales rep that this same doctor has been shocked using a system 2450 unit before. Hospital has asked for a thorough once over of this unit.